Event description:
It was reported that the device was returned for downstream occlusion seal (dso) had bubbled and delaminated. During physical inspection, it was found that there was a lifted downstream occlusion (dso). The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed lifted the downstream occlusion (dso)seal. This indicated a reportable malfunction due to the lifted downstream occlusion (dso)seal, and the reported issue was duplicated. The cause of the reported issue was wear and tear. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. Preformed pvt (performance verification test) unit passed all test criteria.